Event description:
The customer would like to run data file investigated to determine a possible cause for the elevated wbc content that was measured in the platelet product. No medical intervention was necessary. Donor unit #: (B)(6). The disposable set is not available for eval because the customer does not want to return the set. There was not a transfusion recipient or pt involved at the time of the residual white blood cell testing, therefore no pt info is reasonably known at the time of the event. This report is being filed due to device malfunction that could have the potential for injury.

Manufacturer narrative:
(B)(4). This report is being filed to provided additional information. The device history record was reviewed. Nothing was found that was related to this event. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. Possible root causes were provided in the initial report for this event. An internal CAPA has been initiated to evaluate reports of elevated wbc counts.

Manufacturer narrative:
(B)(4). The run data file was reviewed. The signals indicate that the elevated wbc content in this procedure was likely a result of an escape of wbcs from the lrs chamber. There are no events (changes in pump speed, substate changes, etc) in the procedure that correspond with the onset of the overloading of the lrs chamber. Based on the available info, it is possible that this leukoreduction failure could be donor-related. It is also possible that a sampling, calculation, or other process error may have contributed to the higher-than-expected wbc content in the platelet product. Investigation eval and corrective actions are in progress. A f/u report will be provided.